Manufacturer narrative:
The IFU states in the limitations section: "results should be considered in the context if a patient's recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19, and confirmed with a molecular assay, if necessary, for patient management." A false positive/reactive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation. Management primarily consists of supportive care and continued precautions to avoid infection will be taken. Results are interpreted in conjunction with medical history, history of recent contacts/travel, and clinical signs and symptoms. If indicated, a confirmatory test such as reverse transcription polymerase chain reaction (rt-pcr) would be performed. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy c. Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 antigen (cov2ag) results for samples from six patients that were considered discordant when compared to the nonreactive (negative) results from the pcr method. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im cov2ag results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00383 on july 20, 2021. August 12, 2021 additional information: the customer confirmed the swabs were np swabs and pcr was performed on same sample. No information was provided by the customer regarding the pcr method. The customer confirmed that the medium used to process the swabs was from dewei. No patient symptomology was provided. Siemens healthcare diagnostics investigated. The atellica im cov2ag IFU (11208085_en rev. 02, 2021-04) states nasopharyngeal (np) swab and anterior nasal (an) swab specimens stored in the following transport media are the recommended sample types for this assay: viral transport media (vtm), prepared according to cdc sop# dsr-052-05. Universal transport media (utm). The customer used the dewei utm vtm nasal oral swab virus transport medium. The package insert states it is "inactivated" vtm. Siemens does not recommend the use of "inactivated" vtm. Based on the information provided, no product non-conformance identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.